Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided.

Event description:
Consumer states she was using a heating pad on her stomach and fell asleep. When she awoke she alleges that she received a shock and burned her hand.